Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other'), pregnancy with contraceptive device ('pregnancy: stillbirth/miscarriage') and abortion spontaneous ('pregnancy: stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), headache ("headaches") and dizziness ("dizziness") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the perforation, pregnancy with contraceptive device, abortion spontaneous, dyspareunia, pelvic pain, abdominal pain, menorrhagia, headache and dizziness outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, dizziness, dyspareunia, headache, menorrhagia, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: patient received treatment for pain, bleeding, headaches,dizziness discrepancy noted insertion date: 2014 previously reported and (B)(6) 2013 in current pfs quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : previously reported event injury was updated to pelvic pain. New event added - pregnancy: stillbirth/miscarriage, perforation: other, dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia (heavy menstrual bleeding), headaches, dizziness. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('perforation: bowel') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included amenorrhea. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced intestinal perforation (seriousness criterion medically significant), abortion spontaneous ("pregnancy: stillbirth/miscarriage"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and dizziness ("dizziness") and was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage"). Essure treatment was not changed. At the time of the report, the intestinal perforation, pregnancy with contraceptive device, abortion spontaneous, dyspareunia, pelvic pain, abdominal pain, menorrhagia, headache, dizziness, vaginal haemorrhage, migraine and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, dizziness, dysmenorrhoea, dyspareunia, headache, intestinal perforation, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding, headaches,dizziness discrepancy noted insertion date: 2014 previously reported and (B)(6) 2013 in current pfs left side : 4 trailing coils, right side- 3 trailing colis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: pfs and mr received : events- "abnormal bleeding (vaginal), migraines, dysmenorrhea (cramping)", reporter, lab data, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.